Manufacturer narrative:
The reported oad was returned for analysis with the guide wire engaged in the device. Adhered biological material was observed on the driveshaft, crown, and guide wire shaft. The guide wire was removed from the oad with resistance. Examination of the guide wire core revealed the presence of adhered biological material under the driveshaft tip bushing, which resulted in the guide wire becoming seized within the driveshaft. There was no other damage observed with the wire. When tested, the oad functioned as intended with no anomalies noted. The device seizing on the guide wire may have resulted in the driveshaft rotation decelerating or stopping, however this could not be confirmed. At the conclusion of the device analysis investigation, the reported event of the device becoming stuck on the guide wire was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on the guide wire, resulting in a procedural delay. Following multiple treatment passes, the oad stopped functioning and became stuck on the guide wire. The wire and oad were removed together and re-wiring the lesion led to a procedural delay of 30 minutes. The procedure was completed with balloon angioplasty and the patient was in stable condition following the procedure.